Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported the ventricular assist device (vad) controller was constantly changing between power sources as observed by the vad coordinator during a routine clinic visit. There was no reported patient injury related to this event. The batteries were exchanged by the facility and returned to the manufacturer. The controller ((B)(4)) passed all visual and functional testing. However, review of controller log files revealed two critical battery alarms therefore confirming the reported event. Battery ((B)(4)) passed visual and functional testing. The rest of the batteries revealed internal wire damage. The root cause of reported event can be attributed to a combination of communication malfunctions between the controller and the batteries, faulty internal cells within the battery pack and battery wire damage. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of five reports (3007042319-2013-00079, 2013-00080, 2013-00081, 3007042319-2015-03380 and 3007042319-2015-03381) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient, while at home, experienced a high priority alarm during a battery exchange being performed by the patient's daughter. It was observed that the battery connected to port 1 (approximately 30% charged) switched to battery port 2 without producing an audible alarm. Once the battery at port 2 was depleted the patient's daughter attempted to exchange the battery which resulted in a critical alarm. The daughter went ahead and connected a controller ac adapter to port 1 and connected a battery (70% charge) on port 2. Following this, the patient's daughter attempted to exchange the ac adapter to a fully charged battery on port 1 prompting a high priority alarm. The patient was admitted to the hospital and a review of the alarm list was performed. The vad coordinator was able to reproduce the reported event. The controller and batteries were returned to the manufacturer for evaluation. There was no reported patient injury related to this event.